Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting no capture at maximum device outputs. The pacing and sensing coils were found to be fractured but the shocking coils appeared to be stable and in working condition. A revision procedure was performed and the pacing and sensing portion of the lead was removed from service. A new lead was implanted for sensing and pacing. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was not returned for testing. This product issue will be re-evaluated if additional information is received.